Event description:
This notification was opened for review for information received that the dreamstation CPAP pro device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the service center, the device was visually inspected, and evidence of foam degradation was found. The device displayed error code e073 (err_sensor_press_offset_stop) and error code e094 (err_rtc_stopped). Lastly, the device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.